Event description:
Procedure type: hemicolectomy. According to the reporter: the gia stapler was used to make the anastomosis between the ileum and transverse colon. After firing the stapler, one half of the anastomosis was insufficient. The staples appeared open. This part of anastomosis (transverse colon) was sutured. The next day the rest of the anastomosis appeared to be dehiscent resulting in peritonitis. During a reoperation this part was also closed by sutures.

Manufacturer narrative:
(B)(4).